Event description:
It was reported that right ventricular (rv) lead exhibited oversensing noise. The lead was capped and replaced on(B)(6) 2025. The patient is in stable condition before, during and after the procedure.